Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for three days due to diabetes ketoacidosis and high blood glucose of 1200mg/dl while using the insulin pump. The customer felt that she was not receiving insulin, and the device did not alarm no delivery. It was stated that the customer woke up in middle of the night vomiting. The customer went back to manual daily injections. The caller stated that the infusion set was changed and the cannula was bent. No further information was provided.